Event description:
It was reported that an aspiration failure occurred. A 2.1 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, however, it was noticed that the aspiration was not working when 1 liter of nacl went into the patient and only about 200 milliliters came out. Another jetstream catheter was used to complete the procedure. There were no patient complications as a result of this event.